Event description:
On (B)(6) 2012, a pt was implanted with a gore hybrid vascular graft for arteriovenous access. The hybrid was implanted in the right arm from the brachial artery to the axillary vein. It was reported to gore that on (B)(6) 2012, the pt presented with acute ischemia due to arterial steal syndrome. The graft was ligated to help resolve the ischemia. The pt had a central line in place for dialysis access.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.